Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated restart alerts during training, consistent with an insulin delivery motor fault, including alerts indicating an insulin shaft rewind error and an insulin absolute range error, which necessitated device replacement and instruction on shutdown and return. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery with guidance to continue glucose monitoring via a cgm application or receiver and to initiate the replacement device with a new startup process. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.